Event description:
The ge oec 2800 uroview fluoroscopy system was reported to be out of regulatory specification exceeding allowable dose output.

Manufacturer narrative:
A ge oec service representative investigated the issue and the system output to conform to regulatory standards. Final dose reading of 9.20 mr/min. In hlf changed max ma from 12ma to 10.5ma, final dose reading of 17.95 mr/min. The system was further tested and found to be operating as intended. No negative patient affect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.